Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a bent haptic. There was patient contact. There was either an incision enlargement, vitrectomy or sutures done, but the representative did not specify which of these were done. There was no postoperative injury. Additional information was requested.